Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e1(telephone)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 cardiosave intra-aortic balloon pump (iabp) had unexpected shutdown . There were no patient harm or injury was reported.

Event description:
It was reported during pm that cs300 cardiosave intra-aortic balloon pump (iabp) had unexpected shutdown . There were no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: d5, e1, e2, e3, g2. A getinge field service engineer (fse) inspected the unit and replaced the iabp main board (d670-00-0788). After the repair, the unit passed all functional and safety tests in accordance with the manufacturer¿s specifications. The unit was returned to the customer for use. The failure analysis and testing dept. Received part pcb main board iabp with a reported unit failure of, unit turning off during testing. The failure analysis and testing dept. Conducted a visual inspection and found main board part to be in good condition. The failure analysis and testing dept. Pcb main board iabp into the cs300 test fixture and tested the main board to factory specifications per the cs300 service manual. The fat dept. Booted the cs300 into clinical mode, initiated an autofill and allowed it to pump to observe if the cs300 would shut down during pumping. After four hours of run-time the fat dept. Could not replicate the complaint of the cs300 turning off during testing. The board passed testing. Retaining the main board in the fat dept. Per procedure.